Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing and that p-waves were low. The patient also complained about palpitations but physician found normal rhythm. The lead remains in use. No patient complications have been reported as a result of this event.